Manufacturer narrative:
(B)(4). Initial report. Additional information, including device details, x-rays, patient information and whether the patient followed correct post-op protocol has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation, upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision scheduled for (B)(6) 2023 due to instability in the hip.

Event description:
Taperfit/trinity revision of the stem and cocr modular head due to the patient appearing to have no medical cement mantle and abnormal bone remodelling in the medial aspect of the proximal femur.

Manufacturer narrative:
(B)(4). Final report. Please note: following information from the reporter, the device details in section d10 of this report have been corrected. Additional information, including device details, x-rays, patient information and whether the patient followed correct post-op protocol was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. It has been confirmed that all devices manufactured in the reported batches conformed to material and dimensional specification at the time of manufacture. There has not been a product malfunction, the revision was required due to lack of cement mantle which has been concluded to be the result of the primary surgeon performing a wet reduction during the primary surgery and not linked to the device design or performance. Therefore, this case is now considered closed, however, should the explanted devices be reviewed then this case may be re-opened for further investigation if necessary. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.